Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Trauma surgeon used our variax distal radius kit as the trimed & synthes sets had holes in them. Wrist fracture very comminuted. Used variax radial column plate long and when placing cortical 2.7 screw into the rectangle hole it went straight through plate. Took off plate and used variax dorsal plate. Completed procedure.